Event description:
A medtronic representative reported that synergy cranial exited out of the application when she was attempting to merge a CT and mr exam in stealthmerge. The mr exam followed the imaging protocol. When she relaunched the application, she was able to complete the merge. Then she tried editing the 3d model and the application exited again. This occurred while she was training hospital staff on the system; no patient present. Application was relaunched again and she was able to edit the 3d model.

Manufacturer narrative:
No patient was present at the time of alleged malfunction. The exam was deleted off the system and cannot be sent in for review. The system logs have not been returned to the manufacturer.